Manufacturer narrative:
Block h6l: patient code e2330 captures the reportable event of pain. Impact code f1905 captures the reportable event of device revision. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that, following the implantation of a solyx sling, the patient experienced pain and discomfort in the left groin and hip area, with difficulty in leg movement and external rotation. Symptoms did not improve over several days, leading the physician to perform revision surgery on (B)(6) 2025, to release and remove the sling. The mesh was removed, although the fixation tips remained in place. The procedure successfully resolved the patient's symptoms, and pain and mobility returned to normal. Immediately following the revision, an advantage fit ultra tvt was implanted without complication. The physician attributed the patient's symptoms to sling tension and the location of the fixation tip. The patient has fully recovered and is now pain-free.